Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 61 when attempting a meal announcement and alert 57 after a restart, consistent with an external flash write error and a software runtime error in the controller/display module, and multiple device resets did not resolve the malfunction. Symptoms included hyperglycemia up to 250 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevation of blood glucose without medical intervention, hospitalization, or assistance from others. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.